Manufacturer narrative:
There are multiple bd locations where the reported bd device may have been manufactured. While one of the provided lot #s manufacturing sites was confirmed, the other was unknown and its manufacturing site could not be verified. Bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device manufacturer: (B)(4); medical device lot #: 1195598; medical device expiration date: 2026-07-31; manufacturing location: (B)(4); device manufacture date: 2021-07-14. Medical device manufacturer: (B)(4); medical device lot #: unknown; medical device expiration date: unknown; manufacturing location: (B)(4); device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needle experienced two cases of being unable to deliver insulin. The following information was provided by the initial reporter: consumer stated some of the pen needles were clogged during flow check.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needle experienced two cases of being unable to deliver insulin. The following information was provided by the initial reporter: consumer stated some of the pen needles were clogged during flow check.

Manufacturer narrative:
Investigation summary: customer returned a total of 63 used 4mm, 32 gauge nano pen needles. No teardrop labels were returned for lot identification. 30 of the pen needles were visually inspected prior to testing. 27 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 27 of 30 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.